Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers mother reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and current 255 mg/dl. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The customer also reported that the insulin pump had software error detected alarm and customer was able to successfully clear the alarm as well as customer is able to complete pump rewind. The product will not be returned for analysis.